Manufacturer narrative:
The initial MDR was submitted in error as the event is not considered reportable.

Manufacturer narrative:
The initial report was submitted with blank. The correct date is 17-apr-2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm, motor arm cannot communicate with the main arm error alarm and no delivery alarm. Troubleshooting was performed. The insulin pump received multiple no delivery alarms and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.